Manufacturer narrative:
(B)(4).

Event description:
Sorin received information that the ventricular lead was found to be not capturing after three weeks of implantation. While attempting to reposition this lead the set screw malfunctioned on the pacemaker, making it necessary to replace both the device and the lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis of the lead tip including the tines as well as of the connectors did not reveal any peculiarity. The analysis did not reveal any sign of a material or manufacturing problem.